Event description:
This is a conversion from (B)(4) / line number: 298986. An customer update was received which made a repair to a complaint. The customer stated a error message water system. There was no harm or adverse event for patient, operator or third party reported by the customer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed that the inflow motor is worn out. Further the display is defective. Also the frontpanel and the rubber foot bumper are broken. Furthermore the outflow rollers are dirty.